Event description:
It was reported that the patients pump was "dry" and the patient had a change in therapeutic effect. The pump alarm had been audible since "a couple months back" (prior to report date). The patient stated that the pump was dry and that as a result "he is living in outrageous amounts of pain." It was unclear specifically when the pump medication ran out. The patient noted dissatisfaction with the pump management healthcare provider (hcp) and manufacturing representative, stating that before the device was implanted he was shown something that was "the size of an acorn and he was implanted with something the size of a tuna can." The patient further noted the pump to be "a piece of junk." Specific pump allegations were not provided. Prior to the pump going dry, the pump contained morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).